Manufacturer narrative:
Section d information references the main component of the system and the other applicable component is: product ID 37743 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for radiculopathy. It was reported that the device was causing spasms. The machine was going ¿full blast¿ and the patient couldn¿t stop it with the remote. It was very hurtful and the patient couldn¿t go anywhere or walk because of the pain. It was working and not working and would stay on 24 hours and then stop for 1-3 days. The monitor wouldn¿t work and even took it to a manufacturer representative (rep) and fooled around with it and it needed a new battery. The patient ¿could feel it¿ and had x-rays and a CT for the back. The patient would lie down and it was turned off when lying there and it just turned on. No additional patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.